Event description:
A third party maintenance provider reported to maquet that paint is coming off of the cupola bracket. No injuries were reported. Factory reference number (B)(4).

Manufacturer narrative:
Per the device IFU it is the responsibility of users to verify on a daily basis the absence of paint chips, impact marks, and any other damage. The investigation is on going and the results will be included in a follow up report.

Manufacturer narrative:
The supplier evaluated the cupola bracket and determined that the area of the bracket where paint came off was not prepared correctly before painting. The defective cupola was replaced with a new one and the device returned to service.

Event description:
(B)(4).